Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-product experience. It was successfully replaced with a new lead. There is no indication this device will return for analysis. No additional adverse patient effects were reported.